Manufacturer narrative:
MDR-3009897021-2020-00995_119591-iss submitted on 29-oct-2020 noted the following: h10 additional manufacturer narrative: the nurse reported the patient left the hospital against medical device and prior to v.a.c.® placement. Correction: h10 additional manufacturer narrative: the nurse reported the patient left the hospital against medical advice and prior to v.a.c.® placement.

Manufacturer narrative:
Other (code unspecified): device identifier was not provided; device not returned. Based on information provided, the foreign material alleged to be v.a.c.® granufoam¿ dressing was not returned to kci for identification; therefore, kci is unable to confirm its identity. The patient allegedly had the foreign material in place for five days without active v.a.c.® therapy. The nurse reported the patient left the hospital against medical device and prior to v.a.c.® placement. This event is being reported as a potential user error. Device labeling available in print and online states: warning: v.a.c.® foam dressings are radiolucent, not detectable on x-ray. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients. Warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician.

Event description:
On 28-sep-2020, the following information was reported to kci by the patient: on (B)(6) 2020, the v.a.c. Granufoam¿ dressing and v.a.c.® drape were applied to the patient's wound at the hospital prior to discharge. The patient was not provided a v.a.c.® therapy device upon discharge. The patient removed the v.a.c.® drape over the weekend but a foreign material alleged to be v.a.c. Granufoam¿ dressing was left in the wound. The patient reported the dressing was being soaked in water and declined assistance with removing the dressing to wait for the home health nurse to assist. On 28-sep-2020, the following information was reported to kci by the physician's nurse: the patient has an appointment scheduled to remove the foreign material. On 02-oct-2020, the following was reported by kci by the patient's family member: on (B)(6) 2020, the patient was taken to surgery to remove a foreign material alleged to be v.a.c. Granufoam¿ dressing. The patient was discharged home with alternate dressing. On 02-oct-2020, the following information was reported to kci by the physician's nurse: the patient allegedly left the hospital against medical advise without negative pressure wound therapy with the v.a.c. Granufoam¿ dressing in place. On (B)(6) 2020, the foreign material alleged to be v.a.c. Granufoam¿ dressing was surgically removed from the wound and an alternate dressing was applied. The nurse reported patient compliance has been an issue. The v.a.c. Granufoam¿ dressing lot number was not provided, and the product was not returned; therefore, a device history review and a device evaluation could not be performed.